Manufacturer narrative:
(B)(4).

Event description:
It was reported a long term holter electrogram revealed intermittent pacing pauses caused by suspected unspecified oversensing. The patient is with permanent atrial fibrillation and is pacemaker dependent. The low frequency attenuation was programmed off. A new long term electrogram performed did not detect any pauses. The patient condition is good.